Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system failed to boot up completely. The customer informed the rse of a detected hardware fault and after trying first warm restart and then cold restart issue got resolved at that time. The rse suggested for onsite and upon onsite testing the field service engineer (fse) reviewed the logs with no abnormalities. As per service support team issue might be due to user error but the fse was unable to recreate the error. After performing a warm restart and then a cold restart issue resolved. After this the reported issue didn¿t reoccur and the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not boot up completely. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.